Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation. A supplemental report will be submitted upon completion of the plant's investigation.

Event description:
A nurse reported a fluid leak "in between" the transfer at the end of treatment. The patient was given one does of vancomycin prophylactically at the clinic. The patient did not have any health complications. The patient's effluent was clear. The sample was disposed.